Event description:
The catheter is being placed in the antecubital region with 2 inches left for a statlock to be placed. The home health care is not changing the position of the catheter or dressing it with the 's' shape. The catheter broke at the zero point on the catheter. Rn believes this is a dressing issue.